Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed and resumed device use. No further details were provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed a wound at the magnet site, and an infection developed. The recipient was prescribed antibiotics (type unknown) and was advised to discontinue device use. The recipient is healing.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.